Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. There was no prime anomaly or excessive no delivery alarm during testing. The insulin pump was received with peeling keypad overlay at the act button and the drive support disk was inspected and there was no anomaly.

Event description:
Customer reported via phone call high blood glucose, cosmetic damage, loose drive support cap and no delivery alarm on the insulin pump. Customer's blood glucose level was over 500 mg/dl. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during bolus and basal delivery. Customer advised they resolved the issue with a complete set change. Customer was advised that the insulin pump worked as designed and was able to detect an occlusion when the alarm occurs. Troubleshooting for cosmetic damage was performed. Customer advised the drive support cap was loose, cracked and there was chipping near the act button.